Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As report to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experience pain, bleeding, dyspareunia and mesh erosion. Excisions of the mesh, revision of vaginal wall incision and cystoscopy were performed.